Event description:
While ventilating a patient, the ventilator alarmed and the display screen went gray/white and then blank. The ventilator went into an ambient state, discontinuing to deliver and breaths to the patient. Hospital staff responded by exchanging the ventilator and quarantining the malfunctioned unit for evaluation by biomedical engineering. No patient harm was reported.